Event description:
The pt had an ams monarc sling implanted on (B)(6) 2005. It was reported that the pt experienced pain and dyspareunia and was "diagnosed on (B)(6) 2011 with mesh extrusion and erosion." On (B)(6) 2011, the pt underwent a procedure to excise and/or remove the mesh. It was also indicated that the pt "has suffered, and will continue to suffer, pain, disability, impairment..." The pt also experienced, "erosion of the vaginal wall and other tissues, permanent and substantial physical deformity and loss of the ability to perform sexually," has undergone corrective surgeries and/or will likely require further corrective surgery, and permanent physical and emotional injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.